Manufacturer narrative:
Liberty cycler was not returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Although a temporal relationship exists between ccpd therapy with the liberty cycler and the reported ventral hernia repair. There is no documentation in the complaint file supporting a causal relationship between the liberty cycler and the event of the hernia. Although, there is a probable association between the event of ventral hernia and the increase in intra-abdominal pressure that occurs during the normal course of pd therapy.

Event description:
Peritoneal dialysis nurse reported that this end stage renal disease (esrd) patient on continuous cyclic peritoneal dialysis therapy since 2015 experienced a ventral hernia which was surgically repaired on (B)(6) 2017. The patient was transitioned intermittently to hemodialysis therapy.